Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review for the reported batch number confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure a balloon rupture occurred. The target lesion was a de novo lesion that was 50% stenosed, moderately tortuous calcified lesion located in the left superficial femoral artery. The physician was using a sterling balloon catheter. The balloon ruptured at the 1st inflation at 4atms. The patient was a symptomatic. The device was removed and the procedure was completed with a different device. There were no reported patient complications and the patient condition is reported as good.